Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: the pump's black box history showed multiple pump reboot events on (B)(6) 2015. The pump could not complete a 24 hour duration test due to persistent loss of prime warnings. The force sensor calibration reading was found to be low. The pump case was removed and the force sensor resistance reading was found to be high. Unrelated to the initial allegation, the display screen was dim and discolored.